Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device was no longer coapting. The surgeon suspected that urethral atrophy may have contributed to the recurring incontinence. A surgical procedure was performed in which the system was removed and replaced. There were no further patient complications reported.